Event description:
It was reported that the device indicates that the cassette is not properly attached, and an occlusion error has been detected. It had been occurred during testing. There were no patient involvement and harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed. The probable cause could not be determined. During visual inspection it was found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.